Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) displayed a message to check catheter. There was no patient involvement. There was no injury reported.

Manufacturer narrative:
Updated fields - b4,b5, b6, b7, d9, d10,g3,g6, h2, h3, h6 (type of investigation , investigation findings, component codes, health effect ¿ impact codes, investigation conclusions)h11. A getinge field service engineer (fse) evaluated the unit and average pressure value found in pneumatic performance test is too low. The fse replaced the 5000 hour kit (0040-00-0147) and all tests were completed successfully. The unit was returned to the customer for clinical use.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) displayed a message to check catheter. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.